Event description:
It was reported that the patient had an infection at the ipg site. The physician noticed that the patients incision was partially dehisced. The patient underwent a spinal cord stimulator explant procedure and was doing well post-operatively. The explanted devices will not be returned due to facility protocol.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).